Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single pt sample. An initial accu tni result was 0.26ng/ml. The sample was re-tested and repeated result was 1.10ng/ml. The sample was then re-tested once more and a result of 0.29ng/ml was obtained. The sample was tested on a different instrument in the customer's lab and accu tni results were 0.35ng/ml and 0.30ng/ml. The accu tni results were not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications on the date of event. This was the only sample in question. A field svc engineer (fse) was not dispatched to the customer's lab as they declined service and their instrument was performing within specifications. No add'l info regarding this event was provided. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.